Manufacturer narrative:
A review of the device history revealed no discrepancies associated with this incident. A root cause analysis was unable to be performed as the sample was disposed of.

Event description:
The needle went through the back of the plastic barrel and into the palm of the health care worker's hand. The reporter has been contacted regarding additional info and has not responded at this time.